Event description:
The patient was revised due to osteolysis, and poly wear.

Manufacturer narrative:
Examination was not possible, as no product was returned. Although the investigation could not determine the root cause, it would not be unreasonable to expect some wear after 12 years of implantation. The need for corrective action was not identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.